Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that currently the aortic neck measured 20 mm in diameter at the renal arteries and 15 mm below the renal arteries the aortic neck is 28 mm in diameter (conical in shape). There is moderate calcification in the aortic neck. The patient presented for a routine follow up and the CT demonstrated that the stent graft has migrated 3 cm distally with a type I endoleak present. There stent graft migration was attributed to disease progression and aortic neck dilatation. Currently the aneurysm is 6.5 cm x 6.4 cm in diameter. The decision was made to treat the patient at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).